Event description:
It was reported that a device had an air-in-line alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Investigation into the air in line alarms found that pins 39 and 40 on the upstream sensor flex tail to be cracked, which compromises the signal from crystal #2 to the processor board circuity. This signal degradation is causing the air in line alarms. The affected upstream sensor was replaced.